Event description:
It was reported that during a shoulder arthroscopy, the knob on the footprint ultra pk suture anchor 4.5 was rolling, it was loose and when turned clockwise, it did not lower the internal screw, therefore it did not work. No pieces fell into patient. The procedure was completed with a smith and nephew back up device in the originally drilled bone hole and leaving no void in the patient. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with original packaging. The anchors and sutures were not returned. Bio debris is present. There are no other visible defects. A functional evaluation showed that the torque limiter knob rotates clockwise and counterclockwise without advancing or retracting the internal anchor plug rod. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include excessive force on the device or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a shoulder arthroscopy, the knob on the footprint ultra pk suture anchor 4.5 was rolling, it was loose and when turned clockwise, it did not lower the internal screw, therefore it did not work. Doctor decided not to remove the anchor as the extraction would be complex. The procedure was completed with a smith and nephew back up device in an additional drilled bone hole and a surgical delay of less than 3 minutes. No further complications were reported.